Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75x16mm promus element stent delivery system (sds) was deployed in the lesion and postdilation was performed with a 3.0x8mm nc quantum apex balloon. There was a distal lesion that the physician wanted to treat and he direct stented through the previously placed stent with a 2.5x16mm promus element stent. After deployment of the stent angiography showed that there was an axial length change of the previously placed 2.75x16mm promus element stent. Another 2.75x12mm promus element stent was deployed over the top of the original stent. The lesion was postdilated with a 3.0x8mm nc apex balloon. The procedure was successfully completed at this point with no patient complications reported. The patient's current condition is stable. This product is only ous approved but it is similar to an approved us device. Patient was given prasugrel.